Event description:
(B)(6) study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). No new conduction disturbance was noted post bav. A 25 mm lotus edge valve was advanced and positioned. Successful repositioning of the lotus edge valve involved complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post procedure, electrocardiogram (EKG) revealed new left bundle branch block. Holter monitoring was recommended at discharge for seven (7) days. Two (2) days later, the subject was discharged on aspirin and clopidogrel.